Event description:
At the repair bench it was found that there was no audio on the device. It is unclear whether the device was being used on or off the network at the customer site. There was no patient involvement.